Event description:
A customer stated that on (B)(6) 2012, the coulter lh500 instrument generated low platelet (plt) result on a patient specimen when compared to manual plt estimates and a result obtained from the patient sample collected in a citrate (blue top) tube. The original plt result of 75 x 10^3 cells/ l was reported outside of the laboratory. A new sample collected from the patient on (B)(6) 2012 in the citrate tube gave a result of 179 x 10^3 cells/ l when tested on this instrument. A manual smear was performed which showed plt clumps, and confirmed the 179x 10^3 cells/ l result as correct plt count. No flags were generated by the instrument; however, examination of the histograms does suggest plt clumping. The doctor was notified of the corrected result. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
The specimens were analyzed in an automatic mode, <2 hours following the sample collection. The instrument is currently performing within qc specifications with respect to controls and reproducibility. Beckman coulter customer technical support (cts) worked with the customer to establish a decision rule to review any plt less than 100 x 10^3 cells/ l. Root cause of this event is unknown; however, plt clump is a known interfering substance for the plt parameter. An MDR number 1061932-2012-02586 is associated with this event occurred at the customer site.